Event description:
It was reported that the patient presented to the emergency room after experiencing fluid in their heart and clots in their lungs. The patient was given medication to treat the symptoms. The symptoms improved but the patient still felt fatigue, congestion and shortness of breath. There were no further patient consequences reported.